Event description:
Total hip surgery: surgeon trialed size 28mm head, I retrieved size 28mm head. Had implant checked by surgeon and scrub nurse. Handed over to scout nurse to open. Notified by colleague that 28mm head was used in 32mm liner. Colleague informed team at hospital. The patient was taken back into surgery to correct the head component on the same day (B)(6) 2022.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.